Event description:
A pt was required to have a revision of the cervical construct due to the lower screws backing out and the plate lifting. According to the report, the surgeon thought that the reason for the backing out of the screws was the patient's soft bone. The patient was taken back to the operating room in 2006 to undergo a revision. The surgeon informed the representative that he intended to use the same plate and exchange the screws for rescue screws. There was no reported pain or other injury to the patient because of the failed hardware. However, at the time of the revision the surgeon decided to revise the entire construct. He thought that the reason for the backing out of the screws was due to soft bone.